Event description:
Pt reported the lancet did not retract into the lancet device on the softclix system. No pt injury was reported and no treatment was rec'd. Pt did not provide the location where the discrepant results were obtained. Technical support requested the return of the suspect prod and replacement prod was shipped.

Manufacturer narrative:
The suspect prod is the softclix.